Manufacturer narrative:
Event date was not reported, the aware date was used as an estimate.

Event description:
It was reported that the patient experienced a cerebral vascular accident. It was reported via social media that the patient had a watchman closure device and at an unknown time the patient experienced a cerebral vascular accident.